Event description:
Infiltration reported: the pump was infusing d5e75 (a hydration solution with electrolytes that includes potassium, other contents and concentrations unspecified) at 30.0ml/hr. It was reported that the IV infiltrated. It was reported upon discovery, the pt's right hand, arm, and shoulder were swollen. According to the customer contact, the peripheral IV had been restarted 05/01 at 21:15 with a 22 gauge needle in the right lower forearm. The peripheral IV site was secured with 2" silk tape and an arm board. On 05/02 at 14:00, the nurse charted "IV site assessed: dry and intact". At 15:00, the infiltration was reported by the pt's family member. Upon discovery, the infusion was immediately stopped, the IV was removed, the arm was elevated, and warm compresses were applied to the affected arm. The physician was notified and documented: "severe IV infiltration to the right arm, swelling extends from the hand to the chest fairly tight. Nail beds pink with good blood return. It appears that pt may be sloughing some skin. It was reported that the pt was transferred to medical center for further treatment. According to the customer contact, it was reported from medical center that "the pt was referred to a plastic surgeon for possible skin grafts and that the pt's neuro-vascular status remained intact." The customer contact states "I am surprised that the pump did not alarm occlusion with an infiltration of this extent." Customer contact was informed that the pump does not alarm occlusion until the psi pressure limit is reached. Though requested, there was no add'l info available.